Event description:
On (B)(6) 2011, animas was notified via an email that the patient had tested "hi" with a doctor's/clinic's meter and was sent to the emergency room for fluids after the patient's blood glucose did not respond to treatment with insulin. During a follow-up call with the patient's spouse on the same day, she informed animas customer support that the patient started on the pump on (B)(6) 2011. The reported that the patient's blood glucose readings where in target until last site change a couple of days prior. The patient's spouse reported that the patient's blood glucose was over 800 mg/dl when admitted to the hospital and was being treated with insulin and IV fluid. At the time of the call, the patient nor the patient's spouse were able to troubleshoot the subject pump. Animas customer support attempted to reach the patient on a later day for additional information; however, they were unsuccessful in their attempts. This complaint is being reported because the patient was hospitalized and treated for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.